Event description:
The pump and catheter were revised on (B)(6) 2014 due to some ¿damage¿. No patient symptoms were reported. Additional information was requested to determine the cause of the damage, patient symptoms, and patient outcome. The pump contained baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-9, lot# n188098, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# l78688, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).